Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an 8/6mm amplatzer duct occluder (ado) was implanted in a pediatric patient with a moderate-to-large pda, post-implant a trace residual shunt was noted. Per report, immediately after the procedure the ado appeared in good position; however, the ado was noted to have embolized to the lpa eventually. The ado was surgically removed along with surgical ligation of the pda. There were no sequelae.